Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, at 9:00 am, the patient was admitted for pneumonia and required this intravenous catheter. Following peripheral catheter insertion, during the application of the adhesive film, the catheter core spontaneously dislodged, causing blood leakage. Immediate pressure was applied to the puncture site, and a heparin cap was attached. This incident did not adversely affect the patient.